Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the shuttle of a 6/7f mynxgrip vascular closure device (vcd) wouldn't come loose from the black handle when the user went to shuttle down. Manual pressure was held for hemostasis. The vcd was handed to the scrub technician and properly prepped. The physician inserted the vcd into an unknown sheath, inflated the balloon and pulled back as he should. At this point the shuttle would not come loose. The physician then deflated the balloon and removed the device completely leaving nothing in the body. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. The device was used with a 6f non-cordis sheath. Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel was arterial, and the vessel diameter was verified to be greater than or equal to 5mm. There was no vessel tortuosity, and no calcium was present near the puncture site. Manual compression was applied for less than 30 minutes. The device was stored according to the IFU, and no device or package damage was noted prior to use. The device would not shuttle down. The sheath was not kinked or bent. The patient¿s bmi was unknown, and the sealant was not stuck to the device components. The device along with 6 sterile devices are available for evaluation.

Manufacturer narrative:
As reported, the shuttle of a 6f/7f mynxgrip vascular closure device (vcd) wouldn¿t come loose from the black handle when the user went to shuttle down. Manual pressure was held for hemostasis. The vcd was handed to the scrub technician and properly prepped. The physician inserted the vcd into an unknown sheath, inflated the balloon and pulled back as he should. At this point the shuttle would not come loose. The physician then deflated the balloon and removed the device completely leaving nothing in the body. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. The device was used with a 6f non-cordis sheath. Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel was arterial, and the vessel diameter was verified to be greater than or equal to 5mm. There was no vessel tortuosity, and no calcium was present near the puncture site. Manual compression was applied for less than 30 minutes. The device was stored according to the instructions for use (IFU), and no device or package damage was noted prior to use. The device would not shuttle down. The sheath was not kinked or bent. The patient¿s body mass index (bmi) was unknown, and the sealant was not stuck to the device components. One non-sterile mynxgrip vascular closure device 6f/7f and six (6) sterile devices from the same lot were returned for evaluation. The sterile devices were returned inside their original sealed pouches but not in a controlled temperature condition. Additionally, the non-sterile device was received inside a plastic bag. During the visual inspection, the seven units were unpackaged and inspected for damages or anomalies that may have contributed to the reported failure. No damages or anomalies were observed to the returned devices. Per functional analysis, a simulated deployment test was performed on the six sterile units and the non-sterile unit. The shuttle cartridges were able to be advanced and retracted to the black handles without issue per the mynxgrip IFU, confirming successful sealant deployment in all units. The advancer tubes were observed to be properly engaged to the proximal tamp locks in all units. The reported event of ¿shuttle-shuttle advancement issue¿ was not observed through analysis of the returned device and the sterile units since they passed functional analysis with no anomalies noted. The exact cause of the issue experienced by the customer could not be determined during analysis. Based on the information available for review and the product analyses, it is not possible to determine what factors may have contributed to the shuttle advancement issue reported since the shuttle was able to be advanced/retracted fully with the complaint device during functional analysis. However, procedural/handling factors are possible. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analyses, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.